Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels tired, sleepy, excessive thirst and urination and is seeking medical attention at the time of the call. The customer's expected blood results are 120-130mg/dl fasting. Verified test strips expire 03/19/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 372mg/dl and 289mg/dl reviewed meter memory customers concern: 372mg/dl. No adverse event reported.